Manufacturer narrative:
Catalog #: hnbr4.0-35-65-p-ns-kmp. (B)(4). Event is still under investigation at this time.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), and quality control was conducted during the investigation.. No product was returned to assist in the investigation. The product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip is made from a heat-sensitive material." There is no evidence to suggest that the product was not manufactured to specifications. Without return of the complaint device we cannot say with certainty why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a vascular angioplasty procedure, the tip of the catheter broke off within the patient. Although requested no additional information was provided regarding the procedure nor patient outcome.

Event description:
During a vascular angioplasty procedure, the tip of the catheter broke off within the patient. Although requested no additional information was provided regarding the procedure nor patient outcome.